Event description:
Literature: zibetti, m., merola, a., rizzi, l., ricchi, v., angrisano, s., azzaro, c., artusi, c. A., arduino, n., marchisio, a., lanotte, m., rizzone, m., lopiano, l. Beyond nine years of continuous subthalamic nucleus deep brain stimulation in parkinson's disease. Movement disorders. 2011;26(13):2327-2334. Published online august 25, 2011. Doi: 10.1002/mds.23903. This study reported on a long-term prospective evaluation of 14 consecutive parkinsonian patients treated by bilateral subthalamic n ucleus deep brain stimulation (stn-dbs) for at least 9 years. Implantation took place from 1998 to 2002. The study looked at motor symptoms, activity of daily living and motor complications as evaluated by the unified parkinson's disease rating scale (updrs), cognition and mood. Patients were evaluated pre-operatively and at 1, 5 and 9 years. Results showed significant improvement in motor score at the last follow-up, while activities of daily living were no longer improved. Reportable events: one patient experienced transient post-operative confusion and hallucinations. Two patients developed lower limb deep vein thrombosis in the first month after surgery. One patient developed post-operative anemia requiring blood transfusion. Two patients developed eyelid opening apraxia after a mean period of 1.4 years following surgery and were treated with botulin toxin injections. One patient developed partial complex seizures 2 years after surgery. Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Wn implanted: unk, explanted: unk, lead model neu_unknown_ext lot# unk, serial# unknown, implanted: unk, explanted: unk, lead model 3389, lot# unknown, serial# unk, implanted: unk, explanted: unk, lead model 3389, lot# unknown, serial# unk, implanted: unk, explanted: unk. It was not possible to match these events with previously reported events. (B)(4).